Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when placing the anvil in the esophagus for a total gastrectomy procedure, the anvil detached from the tubing, leaving the anvil in the esophagus. The anvil was raised and removed from the patient cavity due to the safety coil. There was no patient injury.